Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported nano system blood glucose result in the 460s mg/dl, professional system result in the 108 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.